Event description:
It was reported that while seeing a diabetes nurse on (B)(6) 2014, a patient took a new bd micro-fine plus insulin pen needle from a box and injected herself with it. During the injection the needle broke off in the patient's abdomen. The patient had an ultrasound and the broken needle was not found.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation a supplemental report will be filed.